Event description:
Additional information was supplied by the customer. The reported malfunction was for no image. The malfunction occurred during inspection for use. The intended procedure was therapeutic and was completed by replacing the equipment. The other device used in direct combination with the defective device was the otv-s700. The device was inspected before use.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information supplied by the customer. New information added to the following fields: b3, b5, d10.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, that the videoscope did not display an image. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for inspection, and the reportable event blacked out display was confirmed. Based on the results of the investigation, the image sensor unit may have been broken, leading to the subject event. The probable cause of breakage may be irregular stress to the bending section, leading to the event since multiple damaged sites were observed on the bending section. The root cause could not be specified. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. The events can be detected and prevented in accordance with the following sections of the instructions for use (IFU): instructions for ltf-s190-5 opeation manual chapter 3, ¿preparation and inspection¿ section 3.8, ¿inspection of the endoscopic system¿ ¿inspection of the endoscopic image¿. Olympus will continue to monitor field performance for this device.